Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezj1590 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (B)(4) have been reported from the same facility.

Event description:
It was reported that a groshong PICC had a fracture 3 cm internal. Customer uses securcath. Extravastion was experienced. No patient injury was reported. Additional information received - length of PICC: 37 cm. Facility reported difficulty aspirating blood prior to fracture but flushing without problem.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause is use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. The catheter extended 50.7 cm from the distal end of the strain relief oversleeve. Residue was visible on the external surface of the connector and the printing on the extension leg was partially worn. A microscopic examination of the groshong s/l catheter revealed a semi-circumferential crease in the catheter between the 47 and 48 cm depth marks. A split in the circumferential direction was observed in the tubing between the 40 and 41 cm depth marks. A longitudinal split was observed at one end of the circumferential split. The adjacent surfaces of the split tubing were noted to be granular. A tactual investigation revealed that the tubing was easily kinked at the crease and the split in the tubing. The creasing observed in the tubing indicates that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample.